Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use of the smart flex stent delivery system, it was reported that the delivery portion of the stent broke (the delivery shaft separated) and caused the stent to "jump" during placement. There was no patient injury. A second cordis stent had to be placed as a result. The target lesion is distal superficial femoral artery (sfa) which was severely calcified. The stent was inaccurately placed proximal sfa. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual or damages noted about the stent delivery system prior to use. The device package was not damaged. Excessive force was not used when the device was removed from the packaging. Excessive force was not used during the procedure. The device and procedural cd is available for analysis.

Manufacturer narrative:
During use of the smart flex stent delivery system, it was reported that the delivery portion of the stent broke (the delivery shaft separated) and caused the stent to "jump" during placement, leading to inaccurate placement. A second cordis stent had to be placed as a result. The target lesion is the distal superficial femoral artery (sfa) which is severely calcified. The stent was inaccurately placed in the proximal sfa. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual and no damages noted on the stent delivery system prior to use. The device package was not damaged. Excessive force was not used when the device was removed from the packaging. Excessive force was not used during the procedure. The device was returned for analysis. One non-sterile unit of a smart flex 5x120 bil, 120cm was received for analysis inside a plastic bag. Per visual analysis, the unit was noted to be separated. A kink was noted in the outer sheath tubing at the distal end of the stainless-steel pusher shaft; this is presumed to have occurred due to placement of the system in the plastic bag for return shipping. The stent was deployed during the procedure, so the outer sheath (os) was retracted from the distal tip. The unit was found with the os separated from the fitting luer (fl) bond, approximately 38mm from the proximal end. The outer diameter (od) of the os was found peeling slightly, indicative of a pre-existing bond between the os and fl, which reportedly broke during the procedure. Per dimensional analysis, the adhesive fill level when dispensing into the fl for the fl to os bond is specified between 11-16 mm from the proximal end of the luer. The fill level in the returned unit was compared to a reference luer with blue markings, and it was found to be within these limits. A possible cause of deployment difficulty and misplacement of the stent is an incorrectly placed marker band. The marker band on the returned unit was present and attached to the guidewire lumen at 136mm from the proximal end of the distal tip. The specification for this dimension is 134mm +/- 2mm, the returned unit was within tolerance. It was observed that the adhesive fill level was higher on one side of the luer than the other, it was determined that the glue level observed in the returned luer does not affect bond strength. A product history record (phr) review of lot 42220 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses-deployment difficulty - inaccurate placement¿ could not be confirmed due to the nature of the complaint and no procedural films were returned for review. However, the reported ¿stent delivery system (sds)-ses-separated - in patient¿ was confirmed due to the separated condition found on the outer shaft of the received unit. Per the instructions for use, which is not intended as a mitigation, ¿when introducing the stent delivery system, if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.